Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 1319 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The event logs indicated multiple motor stalls occurred. The pump motor stalled on (B)(6) 2018 and recovered (B)(6) 2018. It stalled again on (B)(6) 2018 and recovered on (B)(6) 2018. The patient was a little tighter. The symptom had come on suddenly. The hcp was going to discuss how they would proceed and requested the pump off passcode in case they decided to shut the pump off. No further complications have been reported as a result of this event.

Event description:
Additional information was received from saol therapeutics that reported the patient¿s medical history included spastic quadriplegia secondary to ms (multiple sclerosis) and chronic kidney disease. The indication for use was spastic quadriplegia secondary to ms. Per the reporter the stop date was ¿12/5/18- pump stopped 12/5/18 as intermittently starting and stopping: ¿off 12/1/18-recover 12/2/18, off 12/3/18, recover 12/4/18. Stall 12/5/15.¿ the patient was scheduled for replacement surgery. This was postponed due to sepsis/uti (urinary tract infection) and rescheduled for (B)(6) 2019. The patient was taking orals at this time. The status of the patient was noted as increased tightness. On 05-dec-2018 the pump logs were read and noted intermittent stalls. The sideport was accessed with good flow. The patient started on oral baclofen 20mg tid scheduled with 20mg bid prn available. Cyproheptadine 4tid prn and valium 2tid prn provided. The patient was referred for surgery and surgery was scheduled (B)(6) 2019. The concomitant medications were fosamax, elavil, adderall, vitamin d with calcium, vitamin c, b12, ferrous sulfate, macrobid, ortho tri cyclen, ocrelzumab, ditropan, protonix, and paxil. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jan-2019 from the patient who reported that she had heard a siren which was dual toned the week before (B)(6) 2018. Per the patient, they ¿don¿t think she was getting the right doses since (B)(6) 2018¿. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the stalls were unknown. It was reported that the motor stall had not recovered and the pump was turned off. It was noted that the pump would be replaced on (B)(6) 2019 and would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was replaced. No further complications were reported/anticipated.